Manufacturer narrative:
Additional devices listed in this report: cat 5532-g-709, tibial insert, lot code lcw774. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
An event regarding instability, pain, and effusions involving a triathlon prim cem fxd bplt #7 was reported. The event was not confirmed. Device evaluation and results not performed as no devices were returned or made available for evaluation. Medical evaluation not performed as insufficient medical records were provided. Device history review indicated that the specified lot was accepted into final stock without any reported discrepancies. Complaint history review indicated that there have not been any other events for the specified lot. The reported event involves the revision of arthroplasty due to pain, instability and recurrent effusions. The exact cause of the event could not be determined because not enough information was provided. No further investigation for this event is possible at this time.

Event description:
It was reported that patient had revision of arthroplasty due to pain, instability and recurrent effusions.

Event description:
It was reported that patient had revision of arthroplasty due to pain, instability and recurrent effusions.